Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical medfusion pump was returned for analysis with no external damage noted on the device. Event log history was performed and indicated that acu watchdog and primary audible alarm post errors were recorded in history. During analysis, the reported issue was not able to be duplicated. Service replaced the speaker as a preventive measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump had an audible alarm post and background test error. There was no reported adverse event.